Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implanted: (B)(6) 2013; 8709 catheter, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be undersensing on the atrial channel during stored ventricular arrhythmias. The atrial lead remains in use. No patient complications have been reported as a result of this event.